Manufacturer narrative:
(B)(4). The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during a surgery while the surgeon was drilling the tip of drill fractured and fell into the patient. Fractured portion remains into the patient.

Event description:
No event update.

Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: drill fractured. Review of event description: it was reported that during a ncb ph plate implantation, while drilling the femoral neck part, the tip of the drill fractured. The fractured part remained in the patient's bone. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the proximal part of the fractured drill bit was returned for an investigation. There are some circular signs visible. The length is approximately 155mm, which means that a parts of 25mm length has fractured from the tip of the instrument. Measurements: the outer diameter of the drill bit was measured using a micrometer (control number mt2044). A dimension of 2.49mm was measured, which is within the specifiaction of diameter 2.5 h8 mm (as defined in drawing). Review of product documentation: inspection plan: the inspection plan was reviewed: characteristic no. 2 feature outer diameter with scope of testing: 100%. Means of inspection: micrometer characteristic no. 5 feature inspection of surface with scope of testing: 100%. Means of inspection: visual. Surgical technique: the surgical technique for the ncb distal femur was reviewed. It is mentioned that in case of good bone quality it is recommended to drill the cortex with a 4.3mm drill bit. Moreover in all figures of the drilling process, a drilling perpendicular to the bone surface is illustrated. Product drawing: according to product drawing the material for ref (B)(4) is specified as 1.4112 and is hardened and tempered according to aau q.26.256. Biocompatibility: in accordance with iso 10993-1 the trauma instruments group 1: cutting and drilling instruments are categorized as external communicating devices with tissue/bone contact for less than 24 hours. It is adviced to monitor the patient. Root cause analysis. Root cause determination using rmw: instrument, breaks, deforms, diverge, or parts remain in wound. Due to inadequate design for intended performance not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment instrument, breaks, deforms, diverge, or parts remain in wound. Due to mechanical properties of material insufficient not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment instrument, breaks, deforms, diverge, or parts remain in wound due to inadequate design for intended performance not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling possible, it cannot be excluded based on the available information. Surgeon could use another drill for hard bone conditions.moreover, a deterioration in function as a result of repeated use is possible. Damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling possible, it cannot be excluded based on the available information. Surgeon could use another drill for hard bone conditions. Failure of surgery due to wrong selection of components or use in combination with device possible, surgeon could use another drill for hard bone conditions. Instrument breaks or deforms due to off-label / abnormal-use. Not possible drill does not show any signs of an off-label use. Conclusion summary the proximal part of the fractured drill bit was returned for an investigation. The review manufacturing records confirms that the product met all specifications to perform as intended. Review of the surgical technique showed that it is recommended to use a drill bit with a larger diameter to drill the cortex in case of a good bone quality. In this case there was a possiblity to use a larger diameter drill bit (according to the product portfolio) than the preferred one. Therefore one possible root cause is a breakage of the drill due to the application of excessive forces. However, based on the available information an exact root cause could not be determined. It is adviced to monitor the patient, as the broken off tip remained inside the patient's body. In accordance with iso 10993-1 the trauma instruments group 1: cutting and drilling instruments are categorized as external communicating devices with tissue/bone contact for less than 24 hours. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).